Event description:
It was reported that the bd luer-lok¿ syringe experienced water in the plunger and barrel. The following information was provided by the initial reporter: in bw plunger and barrel water is present. They were all sealed when issue was noticed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported that water was present. To aid in the investigation, twelve samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed, including no excess of silicone. The rubber stopper and inner wall of the syringe barrel are lubricated with this medical grade silicone to allow the smooth movement of the plunger rod. It could be possible the customer noticed the lubricant. A device history record review was completed for provided material number 309653, lot 2332266. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.